Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation, pfs, and medical records received. Pain and difficulty ambulating are alleged.